Event description:
Error 17.

Event description:
Error 17. The device was received for investigation. The device history record was reviewed. No events linked with reported issue were observed. The device log was reviewed. 118 errors were observed. All errors were triggered after switch on without volume infused. History data confirms events described in complaint. The device was tested. After one night of charge, at switch on, an error 17 is triggered. The battery measurement is not compliant. The reported event is confirmed. An internal check of the device was carried out, and a pollution/oxidation is visible on the battery connector and on power supply board connector. A pollution on bottom of the device is also visible. These events explain the issue observed. The root cause cannot be established with precision.